Manufacturer narrative:
The device was returned for evaluation. The customer reported complaint that the device shut down without warning while running on ac power was unable to be confirmed. The device passed self-test with no error alarms. Device passed battery operational checkout. Recharged the battery a min of 8 hours. Programmed device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device passed with a run time of 7 hours 28 minutes. Ran the device on ac power without battery installed. Device did not experience any uncontrolled shutdowns. Ran the device on dc power with the battery installed. Device did not experience any uncontrolled shutdowns. Device passed the nurse call back and alarm loudness test. Device is functioning per design. Replaced the non-ICU medical battery with a csb battery. Probable cause for the customer¿s complaint of the device shutting down while running on ac power with little to no warning was not found.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the pump shut down, during patient infusion, while plugged in without any audible alarm. There was patient involvement, but there was no harm reported as a consequence of this event; therapy was resumed on a replacement pump. The customer reported that batteries were probably replaced in the last 1-3 months and that the batteries were 3 or 4 months old or less. The customer stated that they have experienced the same ¿shut down without warning while plugged in¿ with both the csb and genesis batteries.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.